Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the infusion set tubing during the fill tubing step and a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge and infusion set were loaded to resolve the issues. Customer¿s blood glucose level was 124 mg/dl.